Event description:
It was reported that an ilet user experienced persistent high glucose readings, including a reported peak of 410 mg/dl, while the reservoir level decreased and logs showed that insulin dosing occurred; however, there were multiple periods when dosing stopped due to the pump running out of insulin, and the user employed ¿more¿ meal announcements without eating to attempt correction, did not take external injections while connected, and used a teflon infusion set with humalog. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.